Manufacturer narrative:
Issue is still being investigated by the manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light powerled. As it was stated, the circlip inside the sterilizable handle holder cracked leading to the inability to lock handle in position and creating risk of mechanism's particles detachment when manipulating the handle lock. We therefore decided to report this case in the abundance of caution and based on the potential for adverse outcome, as any particles falling into sterile field may cause contamination. The involved handle is used to maneuver the surgical light to correctly set the light¿s illumination over the surgical area. It was established that when the issue occurred, the device did not meet its specification and it contributed to the complaint. At the time when the issue was noticed the device was not being used for patient treatment. The fixation handle is a part that is easily removable and must be sterilized in a sterilizer after each surgical procedure. The locking mechanism is composed by a steel axis, a spring and a circlip. It was reported that a part of the locking mechanism on the handle (circlip) was broken. It was confirmed by tests results that the most likely root cause of the breakage of circlips is corrosion of a2 steel. Therefore, as a continuous improvement it was decided to change the material to a4 stainless steel.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 8th of july 2020 getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated, the criclip inside sterilizable handle holder cracked leading to inability to lock handle in position and creating risk of mechanism's particles detachment. We therefore decided to report this case in abundance of caution and based on the potential for adverse outcome, as any particles falling into sterile field may cause contamination.